Event description:
Reference importer # (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet service technician. During testing a defective flow measurement board was found. The flow measuring board was replaced and the unit was returned to service. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).